Manufacturer narrative:
H3: finding/root-cause: the reported complaint was confirmed and duplicated due to a cross thread/stripped screw hole on the o2 blender body that causes the leak. Disposition: revel, english service repair p/n:19260-001-99 s/n:(B)(6) will move to factory service, o2 blender module to be removed and replaced. Replace materials as required, rework to configuration, recalibrate, and retest per specifications and standards.

Event description:
Additional information received indicates that the ventilator was returned for further investigation. The reported complaint was confirmed and duplicated.

Event description:
It was reported to vyaire medical that there was a stripped screw securing the o2 inlet block on the device. It is allowing for the block to leak gas. No patient involvement reported. Additional information received indicates that the ventilator was returned for further investigation. The reported complaint was confirmed and duplicated due to a cross thread/stripped screw hole on the o2 blender body that causes the leak.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: finding/root-cause: the reported complaint was confirmed and duplicated due to a cross thread/stripped screw hole on the o2 blender body that causes the leak. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.